Event description:
It was reported that the foley catheter changed from previous one and they were having a hard time getting the new one drained. Stated that the stopper did not open up enough, restricting the flow, and also it did not open all the way up. Stated that it was hard to get it to open. Customer had carper tunnel, so it was difficult.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Device evaluated by MFR: the device was not returned.